Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 2.2 was failed and was not detected on bus. A field service engineer shut down the station and reseated the pyxibus cable and rowboard header and checked in hardware test application to no avail and found tray one was not responding and reseated the tray then restarted the station and reinserted the pockets in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.2 not detected on bus, which located on rwcicu1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.